Manufacturer narrative:
Routine troubleshooting with beckman coulter (bec) customer technical support appeared to resolve the issue and service was not initiated. The customer found a loose fitting which attaches tubing to reagent probe b; the customer tightened the fitting/connector on the reagent probe b tubing assembly to resolve the issue. No further leaking was observed. (B)(4).

Event description:
A customer reported to beckman coulter (bec) technical support that during investigating lipase qc issue they discovered di water leak underneath reagent probe b on their unicel dxc 600i synchron clinical system. Troubleshooting, with the assistance of technical support, revealed that reagent probe b tubing was loose at the top of the probe and fluid leaked from the probe into the drip tray below. The customer described the volume of the leak as approximately 2ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.